Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the outside of a large volume infusor was contaminated with fluorouracil. This was identified prior to use. The reporter did not observe any visible leaks. There was no patient involvement. No additional information is available.